Manufacturer narrative:
Due to leakage and the decay that resulted in some of the alleged cases, root canals were performed and full crowns were placed. The doctor was not definitive as to the number of patients that required this treatment; however, the restorations in all cases were cemented with a different product without further incident. The product was returned and evaluated for adhesive strength yielding results within specifications. Moreover, no similar complaints were received with regard to this lot.

Event description:
On (B)(6), 2011, a doctor alleged that eight (8) patients experienced the debonding of crowns that had been cemented with breeze self etch cement. The doctor also alleged that in some of the cases, decay was present under the restorations due to leakage, which required root canals for treatment and the placement of full crowns; however, the doctor was not definitive as to the number of cases that required this type of treatment and could recall specifics for only one patient. This is the second of eight reports.